Event description:
Customer reported an extension set with leaking from a hole in the center of the plastic disk. The IV set up was an alaris primary infusion set, connected to the filter extension set, then a tri-fuse, which is connected to a broviac surgically inserted central line. The leaking fluid was hyperalimentation fluid infusing at 8.3ml/hor. They are not having any trouble with the filter clogging or the pump alarming for occlusion. There was no report of pt injury or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.